Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had intermittent power. The reporter also alleged that the battery compartment was cracked and had moisture ingress. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: the pump's black box showed evidence of unexplained pump reboot events on (B)(6) 2016. The battery cap was unable to fully tighten to the pump. There were battery compartment cracks observed. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump failed a leak test as a result of the battery compartment crack. There was evidence of moisture on the internal components of the pump. The display screen was dim and discolored. Correction to serial #. The correct serial number is: (B)(4).